Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report the customer had not yet taken action to address the bg level but planned to administer a correction injection. The customer reverted to an alternate method of insulin therapy.